Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vital signs¿ cable for cam14 for mac5500¿, 1.3m / 4.2ft locking pin is snapped. Due to this, it burned the power supply assembly mac 5000 - rohs and damaged the power supply cord ra control europe 10a 250v 2.5m. They also noticed the cracked writer base mac series and weak gas shock absorber cylinder. All of the damaged equipment have been replaced, tested for operation and leakage current. There is no patient involvement.